Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a data use agreement (dua) report was received which includes safety related data on mountaineer oct device. Adverse event(s) and provided interventions possibly associated with unk - constructs: mountaineer (qty 14): (n=1) death ¿ possibly related. (N=13) death ¿ unrelated, cause not reported. Adverse event(s) and provided interventions possibly associated with unk - constructs: mountaineer (qty 107): (n=26) motor dysfunction/deficits; no intervention was noted. (N=4) sensory dysfunction/deficits; no intervention was noted. (N=2) c5 palsy; no intervention was noted. (N=4) pain - arm; no intervention was noted. (N=4) infection - deep surgical site; no intervention was noted. (N=2) hematoma - epidural; no intervention was noted. (N=19) radiculopathy; no intervention was noted. (N=5) wound - dehiscence; no intervention was noted. (N=1) vascular injury; no intervention was noted. (N=2) pain - neck; no intervention was noted. (N=1) wound - delayed healing; no intervention was noted (n=6) non-union related complications; no intervention was noted. (N=3) stenosis - foraminal; no intervention was noted. (N=2) adjacent segment disease; no intervention was noted. (N=1) distal junctional kyphosis (djk); no intervention was noted. (N=1) dysphagia; no intervention was noted. (N=6) cardiac abnormalities; no intervention was noted. (N=4) respiratory complications; no intervention was noted. (N=1) pulmonary embolism; no intervention was noted. (N=2) pulmonary infection; no intervention was noted. (N=2) delirium; no intervention was noted. (N=2) electrolyte abnormalities; no intervention was noted. (N=2) cerebrovascular accident (cva); no intervention was noted. (N=1) deep vein thrombosis (dvt); no intervention was noted. (N=1) urinary tract infection; no intervention was noted. (N=1) other infection, non-surgical site; no intervention was noted. (N=1) gastrointestinal abnormalities; no intervention was noted. (N=1) other fracture, long bone; no intervention was noted. Adverse event(s) and provided interventions possibly associated with unk - screws: mountaineer oct (qty 7): (n=2) screw displacement; no intervention was noted. (N=2) screw loosening; no intervention was noted. (N=2) screw breakage/fracture; no intervention was noted. (N=1) screw prominence; no intervention was noted.